Event description:
It was reported that the liquid leakage occurred at the tip during medicine liquid filling. As this duplicated the previous defect, the same lot is to be recalled. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Lot history review identified no nonconformities associated with the reported complaint. Visual inspection found no damage or anomalies. Functional testing confirmed leakage at the tube luer bond in the used sample, while no leakage was observed in the new samples. Disassembly identified a solvent channel and incomplete solvent coverage at the tube luer bond. The root cause is under investigation through a formal CAPA. No repair was performed.